Event description:
It was reported that the patient was experiencing chest wall stimulation from the left ventricular (lv) pacing lead. The device was reprogrammed but the chest wall stimulation persisted in all three lv pacing configurations. Thresholds for all three lv pacing configurations were reported to be slightly elevated. The lead remains in use. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2011; 694765 implantable tachy lead (B)(6) 2011; 5076-52 im plantable pacing lead (B)(6) 2011. (B)(4).